Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime hypoglycemia while using the ilet bionic pancreas and noted increased insulin delivery since starting the pump, with device alarms prompting awakening and treatment. Symptoms included low blood glucose in the 45¿49 mg/dl range and annoyance due to alarms. Outcomes included stabilization of blood glucose within 10¿15 minutes after treating with oral glucose. Investigation included complaint handling with troubleshooting and education regarding pump algorithms and interpretation of reports, and deferral of any treatment or dosing guidance to the healthcare provider. Investigation of this case revealed no confirmed device malfunction, with cause of hypoglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.